Event description:
It was reported that during a clinic visit, this pacemaker system was observed to have triggered a lead safety switch (lss) from bipolar to unipolar due to high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for further review of the stored device data. Upon review of the daily measurement trends, ts confirmed that there was an abrupt increase in rv lead pacing impedances that measured greater than 2000ohms. There were no noise events stored, and other threshold measurements were normal. It was suspected that the cause of the abrupt increase in impedances may be due to possible lead fracture. Ts discussed the review findings with the hcp and recommended for further in person lead evaluation testing to be performed. At this time, the rv lead remains in service. No adverse patient effects were reported.